Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that debris was found in the sterile package. This was noticed during inspection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI- (B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned product was visually inspected and debris was in the package. The debris was sent for ftir analysis. The debris was found to be a mixture of materials, which included cotton/cellulose, a residue that could potentially be a silicone rubber with carbonate additive fibrous material is consistent with cellulose, and a biological material which is likely to be hair. DHR was reviewed and no discrepancies were found. The likely condition of the products when they left zimmer biomet was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. The products fall within the scope of a CAPA investigation, which is reviewing debris in packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.